Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed detached inside the luer hub of the concomitant microcatheter. The introducer was not returned for evaluation. There was no appearance of damages noted on the delivery wire. The stent component was removed from the luer hub of the microcatheter. It was inspected under the microscope. No abnormalities were observed on it (i.e., no broken struts, no kinks). Both ends of the stent were noted to be completely expanded. The delivery wire was also inspected and was found to be in good normal condition. Dimensional analysis was conducted to analyze the retraction bump diameter and marker band distance. All measurements were found to be within specifications. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7632761. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the stent being impeded in the y connector could not be evaluated due to the detached condition of the stent. This component must still be attached to the delivery wire and inside the introducer to perform a functional analysis; however, the issue reported regarding the stent being prematurely released in the microcatheter was confirmed since the stent was found detached inside the microcatheter's hub. This condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. However, with the amount of information available this only remains speculative. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: carefully place the dispenser hoop into the sterile field. Remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. Remove the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 14-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7632761. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the stent component of the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7632761) became impeded in the y connector and could not advance further. The physician tried to retract the stent, but the stent body became prematurely separated from the delivery wire. A new stent was used to complete the procedure using the original microcatheter (unspecified brand). There was no report of any negative patient impact. On 01-aug-2023, additional information was received. The information indicated that the target was located on the middle cerebral artery (mca). The microcatheter used was a prowler select plus (catalog / lot# unknown). Adequate, continuous flush was maintained through the microcatheter. The stent / stent delivery system did not appear damage. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). There was no clinically significant delay in the procedure as a result of the reported issue.